Manufacturer narrative:
Ocd performed retained testing. Satisfactory results were observed. Customer stated that no erroneous results had been reported. (B)(4).

Event description:
Customer reported that no reactivity was observed with a patient sample containing anti-e and (B)(4).